Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, the reload was loaded properly onto the idrive handle, but during firing the knife stopped in the middle and could not go further. As such, the staples were not deployed. The patient was not affected with the problem.

Manufacturer narrative:
Tracking number: (B)(4). Evaluation summary: pending investigation results.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload was partially fired to the 1 cm cut line with the interlock engaged. The jaws were open and the anvil clamping mechanism was deformed. Functionally the reload was loaded into a pmv representative instrument powered handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned reload as received by medtronic was found to not meet specifications and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.